Manufacturer narrative:
06-apr-2021 product investigation results. No failure could be identified as a result of the investigation.

Event description:
Have had one get stuck inside of me [foreign body in reproductive tract]. Fall apart- tampon [device breakage]. Consumer sent an email reporting that multiple tampons have fallen apart and one became stuck inside of her. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Have had one get stuck inside of me [foreign body in reproductive tract]. Fall apart- tampon [device breakage]. Case description: consumer sent an email reporting that multiple tampons have fallen apart and one became stuck inside of her. No serious injury was reported.